Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's tremor symptoms return for 20-30 second periods. Device was checked and therapy was on. Patient will be seen for an appointment this thursday to interrogate the device. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the tremors wasn¿t determined although the patient did have elevated impedances on the left side. There were no actions taken to resolve the return of tremors, but they had resolved.